Event description:
It was reported the b and esc buttons on the insulin pump had intermittent response. Customer's blood glucose was 124 mg/dl. Time clock changed. Customer pressed the buttons slowly. The device was not dropped or exposed to moisture. Keypad was not locked. No alarms or bolus in progress. No button error alarms in device history. Customer removed the battery for five minutes and anomaly continued. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.